Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio inr: 1.9 and 1.8, lab inr: 2.9. Back to back tests. Pt went to health care provider an hour later and had a venous draw and received inr level of 2.9 which is normal for this pt.

Manufacturer narrative:
Investigation pending.